Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: a wallstent uni was received for analysis. A visual and tactile examination identified no issues with the catheter or delivery system. The device was received with the stent deployed from the delivery system. The deployed stent was returned for analysis. There were no issues noted with the deployed stent.

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian vein. After an 11fr introducer sheath was inserted, an 18 x 60mm x 75cm wallstent-uni endoprosthesis was advanced to treat the lesion. During deployment, fluoroscopy revealed that the distal part of the stent remained close. The physician recovered the device, adjusted it, and attempted to deploy the stent again twice, but was unsuccessful. The physician removed the device from the patient and attempted to purge it but was unable to do so. The physician then started to deploy the stent over the table and observed that some struts were out of place. After two more attempts outside of the patient, a third attempt was successful, with some irregularities noted at the tip of the struts. A 16 x 40mm x 75cm wallstent-uni endoprosthesis was used to complete the procedure. There were no patient complications were reported. It was further reported that during procedure, the stent was deployed. However, fluoroscopy revealed that stent was not opening as the distal part remained closed.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the subclavian vein. After an 11fr introducer sheath was inserted, an 18 x 60mm x 75cm wallstent-uni endoprosthesis was advanced to treat the lesion. During deployment, fluoroscopy revealed that the distal part of the stent remained close. The physician recovered the device, adjusted it, and attempted to deploy the stent again twice, but was unsuccessful. The physician removed the device from the patient and attempted to purge it but was unable to do so. The physician then started to deploy the stent over the table and observed that some struts were out of place. After two more attempts outside of the patient, a third attempt was successful, with some irregularities noted at the tip of the struts. A 16 x 40mm x 75cm wallstent-uni endoprosthesis was used to complete the procedure. There were no patient complications were reported.